Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The patient was treated with intraperitoneal (ip) injections of fortum (1.5gm, frequency not reported), reflin (1.5gm in one bag), and heparin (1000 iu in each bag). The root cause of the peritonitis was not reported. The patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.